Event description:
It was reported that a symptomatic patient presented with complaints of pain at pocket site. The pocket was revised from submuscular to subpectoral. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.